Event description:
Related manufacturer reference number: 2017865-2021-39294. It was reported that the patient presented in clinic. Device interrogation revealed post paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD), and high capture thresholds and poor atrial sensing on the atrial lead due to dislodgement. An x-ray was performed to confirm dislodgement and no lead slack was observed. Programming changes were performed to addressed the pptwos. The physician elected to explant and replace the atrial lead. The patient condition was stable.